Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose of 22 mg/dl. The customer stated that she had received a couple of low blood glucose alarms prior to the event, but had slept and was uncertain if she had cleared the alarms. It was found in the bolus history that 25 units of insulin had been delivered over night followed by two low reservoir alarms. The customer also stated that she had changed her sensor the day before the event. Programming was correct. Nothing further was reported.